Event description:
The faulty handheld computer and associated software have been received and undergone analysis. Analysis of the handheld computer found no issues with the handheld computer battery however the sync cable connector on the bottom of the handheld was damaged. The cause for the damage to the connector is most likely associated with mishandling of the device as it appears the connector detents were not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the circuit board and attached cable receptacle. This would prevent the battery from being charged.

Event description:
It was reported by the physician that his (B)(6) handheld computer was no longer holding a charge. The physician attempted to use several different outlets however was still unable to get the handheld computer to hold a charge. Attempts for the return of the faulty handheld computer are in progress.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.